Event description:
It was reported a patient experienced and was hospitalized the same day for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date (same month as onset) the patient was treated with intraperitoneal (ip) vancomycin 180mg daily for 3 weeks. The cause of the peritonitis was a breach in aseptic technique further described as the patient did not wear a mask and a little brother, who had issues with coughing, also did not wear a mask. The patient was discharged 3 days after admission. The same day as discharge, the patient was retrained in proper aseptic technique. It was reported the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.